Event description:
It was reported that rotation speed was unstable. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left circumflex artery. Two 1.50mm rotapro was selected for percutaneous coronary intervention. During the procedure, the speed was unstable, the speed goes up and down. The set speed was 180,000 rpm but the maximum number of rotations observed was 220,000 rpm. The procedure was completed with another of the same device. No complications were reported.